Manufacturer narrative:
It was reported that after an initial bunion surgery, hardware was removed during a revision surgery on (B)(6) 2025 due to pain while running. Additional information indicates that the patient's bones were completely fused/healed. No deficiencies or malfunctions were alleged/found with any tmc device prior to removal and no other patient outcomes were reported as a result of this event. Hardware was returned for evaluation and shows evidence of use/damage as a result of initial implantation and/or removal efforts. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported pain, the most likely cause cannot be determined. No deficiencies or malfunctions have been alleged/found with any tmc device prior to removal. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2025-00130 and 3011623994-2025-00131.

Event description:
It was reported that after an initial bunion surgery, hardware was removed during a revision surgery on (B)(6) 2025 due to pain while running. No deficiencies or malfunctions were alleged/found with any tmc device prior to removal and no other patient outcomes were reported as a result of this event.